Event description:
Device 3 of 3. Reference MFR report#: 1627487-2013-11374, 11375. It was reported the pt has lost stimulation. An impedance check revealed low impedance. X-rays revealed both of the pt's extensions are pulled out of the ipg header. A contact from one of the extensions is stuck in the ipg header. The pt will undergo surgical intervention to address the issue(s).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.